Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl acetabular system - bi-lateral, reason(s) for revision: unknown.. Left hip surgery date (B)(6) 2010. Right hip surgery date (B)(6) 2011. New dint not entered for right hip as unable to differentiate which products were used for each hip. Claimsuite reference (B)(6). (B)(4). Update: system, hips (bi-lateral), hospital, surgeon and products added as per (B)(6) update spreadsheet dated (B)(6) 2011. Update received: (B)(6) 2013 - added reason for revision: alval / soft tissues reaction, added product: cup and surgeons forename: (B)(6). Update received: (B)(6) 2013 - added implant date: (B)(6) 2006, added patient details: name and date of birth, added hospital: (B)(6) and added reason for revision: patient felt right leg was shorter and possibility of pelvic osteolysis from long term metal debris. Both left and right hip asr xl implants implanted: (B)(6) 2006. Still unable to determine why there are 3 cups and which product belongs to which side. Update received: (B)(6) 2014 - advised which products belong to which side hip. Still not received information advising why there are 3 cup. Update received: (B)(6) 2014 - advised why there were 3 cups - cup product number 999803944 lot number 1199285 44mm was not used, this is because during the original surgery for the left side the 44mm cup became dislodged and exposed the acetabular component again and required a 46mm cup to be used for stability, the 46mm cup has already been reported on this com. Added further reason for revision for left side: left hip dislocation and filled mapped to mw boxes. Update received (B)(6) 2013. Additional hospital added. Additional reason for revision added for left hip. Alval/soft tissue reaction is right hip reason for revision. Manufacturing dates completed. Querying implant dates, reasons for revision, patient demographics. Left hip reason(s) for revision: trauma, dislocation. Confirmation received (B)(6) 2014. Implant date confirmed to be (B)(6) 2006 for both hips. Details of trauma (left hip): the patient fell whilst at work and as a result the left hip dislocated. All other information as above but still awaiting patient demographics. Update (B)(6) 2014 - full medical history received. Additional reasons for revision added for both hips. Patient ID added. Stem and stem sleeve added for both hips. Left hip reasons for revision: trauma, dislocation. Fluid and metal staining, bone loss (may not be asr related, please note pre-existing medical condition). Additional detail of trauma for left hip: patient feels fall was "fairly innocuous". Post fall pain and mechanical sensations of crunching, limited flexion range. More externally rotated. Right hip reasons for revision: metal wear and corrosion of head at taper, metal staining of capsule and fragmented medial wall. Elevated chromium levels.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.